Event description:
(B)(4). The dealer reported that allegedly the tdxsp-cg power wheelchair worked without command, resulting in the patient injuring her foot, and requiring medical attention. Should we receive additional information, a supplemental report will be submitted.